Event description:
The operator of an advia centaur xp instrument observed smoke emitting from the instrument. The operator powered down the system and unplugged it. The local fire department inspected the laboratory, and there were no flames to extinguish. There were no injuries or illnesses sustained as a result of the smoke emitted from the instrument.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse discovered that the power supply had failed. The fse replaced the power supply. After replacing the power supply, the fse ran quality controls, all of which were within range, and verified the instrument functionality. The cause of smoke being emitted from the advia centaur instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.